Manufacturer narrative:
As reported, the distal end of a 6f .070-inch amplatz left (al) 1 55¿125 cm vista brite tip guiding catheter was crushed, and the proximal end was fractured. There was no reported patient injury. The customer did not provide additional information regarding the event. Additional information was requested but not provided. The device was not returned for evaluation. A product history review (phr) of lot 18293012 was completed, and the review does not suggest that the failure experienced by the customer was related to the manufacturing process. The reported ¿brite tip/distal tip ¿ compressed/crushed¿ and ¿brite tip/distal tip ¿ cracked¿ malfunctions were not assessable because the 6f .070-inch amplatz left (al) 1 55¿125 cm vista brite tip guiding catheter was not returned for evaluation, and imaging was not provided; therefore, confirmation of the reported crushed distal end and fractured proximal end was not possible. Information for safety is provided in the product labeling to make users aware of applicable risks, precautions, and use-related considerations. According to the instructions for use (IFU), ¿do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and phr review, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Event description:
As reported, the distal end of a 6f .070-inch amplatz left (al) 1 55¿125cm vista brite tip guiding catheter was crushed and the proximal end was fractured. There was no reported patient injury. The customer did not provide additional information regarding the event. Additional information was requested but not provided. The device will not be returned for evaluation.